Event description:
It was reported that the pump did not display the pressure correctly. Due to this failure to much fluid was pumped into the patient and body parts became strongly swollen. It was further reported that due to this failure the tension increased in the left thigh, in the hip area and also in the genital area. The operative report mentioned "perifocal edematous swelling over the upper thigh as well as radiating over the scrotum and groin. " the patient only received a local anesthesia and suffered unbearable pain. The pain was so severe that to this day the patient has only a hazy recollection of what happened during the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.